Event description:
Boston scientific received information that during an intended atrial lead procedure when the pocket was opened, a small piece of silicone was noted in this device proximal setscrew was missing. A decision was made to replace this device. No adverse patient effects were reported. This device was removed, replaced and returned for analysis is intended.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt, visual inspection confirmed the atrial seal plug was missing; the seal plug appeared to have been torn off the device header. In addition, the left ventricular seal plug was torn and body fluid contamination was noted in its connector block. All other seal plugs were intact and all setscrews operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Manual lead impedance testing was also performed, with normal measurements noted. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Finally, a series of electrical tests were performed, and again, normal device function was observed. A review of the arrhythmia logbook found a significant number of atrial tachycardia response (atr) episodes. However, no electrograms remained for episodes stored on the date of explant, as they had all been overwritten with atr episodes that were stored post-explant.